Manufacturer narrative:
The complaint information received indicated the quick-core ultrasound biopsy needle was advanced through the endoscope and lacerated the patient's stomach. The user has also reported that their endoscope was damaged as a result of this occurrence. It may be noted that the customer has claimed endoscope damage as a result of this incident and is seeking reimbursement for repair costs. The customer's claim of endoscope damage is currently being investigated by a third party administrator. There were no esun-19-qc (eusn) devices of lot c846185 in stock at the time of the investigation. A 1 x eusn-19-qc (eusn) device of lot c846185 was returned to cirl for evaluation. The device was returned in the original package and was open on receipt. This eusn device was received with the needle fully retracted. No kinks or damage were noted along the length of the sheath. The needle could be fully advanced and retracted without difficulty and the thumbscrew ring functioned correctly. The needle was primed and fired without difficulty and the lock was noted to function as intended. The distal needle tip was examined under the microscope and was confirmed to be intact. The tip of the needle was examined and noted to be free of kinks or damage. Blood material was confirmed to be present on the needle tip. No issues were detected with the functionality of this eusn device which would have caused the laceration to the patient's stomach or damage to endoscope. The customer's complaint; therefore, remains unconfirmed. As per the instructions of use for this device, the following precaution is included: "needle must be retracted into sheath and thumbscrew ring locked at zero centimeter mark prior to withdrawal of device. Failure to retract needle may result in damage to ultrasound endoscope." It is possible that the needle of the eusn device was extended during device introduction/withdrawal through the endoscope. As it is not possible to replicate the conditions of device usage during the laboratory evaluation it is not possible to conclusively determine the cause of this complaint. Prior to distribution, all eusn devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records eusn devices of lot number c846185 revealed no discrepancies related to this complaint issue. The patient had lacerations to the stomach and was cauterized to stop the bleeding. The patient is currently reported as doing well. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The quick-core ultrasound biopsy needle was advanced through the endoscope and lacerated the patient's stomach. The user has also reported that their endoscope was damaged as a result of this occurrence. The patient had lacerations to the stomach and was cauterized to stop the bleeding. The patient is reported as currently doing well.